Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the medtronic logo and the red lamp was continued to appear on the screen of the insulin pump and vibrator beeped periodically. Customer's blood glucose value was unknown. A insulin pump error occurred when a new battery was inserted. The device will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error 63 confirmed in device history with variable problem isolated to electronic assemblies. Power connector plug in and locked in place properly. No missing segments/partial display noted. Device shows no damage on lcd controller or lcd glass.